Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient acquired an infection. The physician performed a wound washout and the patient was given antibiotics. There have been no reports of further complications regarding this event.